Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had an open sore and two cuts under the ECG electrodes. The patient's physician advised the patient to reposition the electrode so it wasn't over the open sore. The patient also applied cream and ointment. Follow-up indicated that the sore had healed.